Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the patient was in the hospital due to another indication. The day after peritonitis diagnosis, the patient was treated with injection vancomycin (1 gm, once daily, intraperitoneal, ongoing), injection amikacin (100 mg, once daily, intraperitoneal, ongoing) and injection forzid (1 gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from peritonitis. Pd therapy was ongoing. No additional information was available.